Manufacturer narrative:
The pe cup and the glenosphere associated to the complaint were returned for analysis. The visual analysis carried out on the returned products show a corresponding glenosphere and a worn pe insert. The pe is deteriorated; a precise dimensional analysis is not possible. The DHR analysis performed did not reveal any anomalies that could be related to the issue reported on the complaint. A search into the complaints database was performed, no other similar complaint was reported for the affected product codes and lots combinations. All available x-rays were reviewed and evidence of implant dislocation of the glenosphere and cup was found. Based on the information received and the investigation performed, the root cause of the incident could not be determined. The reason for the dislocation is not clear but the scapular and screw impingement described within the complaint may have contributed. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint remains under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed.

Manufacturer narrative:
This complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address shoulder dislocation. Glenoid notching and articulation of the humeral cup against the inferior screw were also identified intraoperatively.